Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Customer returned replacement meter - unable to test. Most likely underlying root cause: mlc-18 user has high glucose value. Note: at call back on (B)(6) 2017, the customer stated her condition had improved and she did not currently have any diabetic symptoms. On (B)(6) 2017, ambulance had been called for customer due to customer's reported symptoms of excessive urination and thirst. Customer had received insulin but was not taken to hospital. A blood glucose test was done but the result was not provided.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred when the blood sample was absorbed. Customer stated they had been getting the e-5 error for the past two days. The customer's expected blood glucose test result range was undisclosed. At the time of the call, customer reported symptoms of excessive urination and thirst. Ambulance was called for customer. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of e-5 and e-5 using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/25/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: e-5 mg/dl (B)(6) 2017 02:19:00 pm fasting:no, e-5 mg/dl (B)(6) 2017 02:19:00 pm fasting:no. Memory concerns:e-5 no- fasting. Customer called complaining that her meter is reading e-5 and tried it 2 times and e-5. Customer had signs and symptoms of hyperglycemia. Customer had to seek medical help and ambulance had to be called.